Event description:
It was reported that during preparation of the procedure, the fiber was connected to the laser and when the laser was started and activated from the pedal, the fiber began to smoke from the black sheath. The fiber detached from the connector, then fell out of the black sheath, exiting the jacket. The procedure was completed using another fiber without patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that during preparation of the procedure, the fiber was connected to the laser and when the laser was started and activated from the pedal, the fiber began to smoke from the black sheath. The fiber detached from the connector, then fell out of the black sheath, exiting the jacket. The procedure was completed using another fiber without patient complications.